Event description:
Complainant alleged that after successfully shocking a male pt (age unk) the device displayed "defib fault 72" and "defib fault 80" messages. Complainant did not indicate that there was any patient due to the reported malfunction.

Manufacturer narrative:
The device was returned and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.